Manufacturer narrative:
The stryker product assessment center (pac) technician discovered the issue during evaluation. The device was still able to be powered on and off by pressing the on/off button. The root cause of the issues was isolated to the reed switch sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The distributor contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.